Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia and small bowel obstruction. It was reported that after implant, the patient experienced recurrence, unhealed abdominal wound with infection, adhesions, swelling, erythema, small bowel obstruction, and abscess. Post-operative patient treatment included removal surgery, hernia repaired with mesh, excision of abdominal wall sinus, incision and drainage of abdominal wall wound collection, incision and drainage of abscess, small bowel resection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrence, fibroadipose tissue, chronic inflammation, necrosis, unhealed abdominal wound with infection, adhesions, swelling, erythema, small bowel obstruction, pneumoperitoneum, fluid collection, purulent fluid, mesh free floating, unincorporated mesh, fever, pain, perforated small bowel, enterocutaneous fistulas, abscess, hematoma, and sinus tract. Post-operative patient treatment included removal surgery, removal of infected foreign body mesh, laparoscopic hernia repaired with mesh, partial omentectomy, excision of abdominal wall sinus, repair of small-bowel enterotomy, repair of enterocutaneous fistulas, enterotomies incision and drainage of abdominal wall wound collection, incision and drainage of abscess, small bowel resection, CT scan, and jp drain. Concomitant device: bard mesh, 3¿x6¿ product ID: pco9 lot #:plh00176 relevant tests/laboratory data, including dates: (B)(6) 2011: preop CT scan showed incarcerated ventral hernia (B)(6) 2018: pathology report from abdominal fascia, mesh, foreign body showed fibroadipose tissue with chronic focally acute inflammation and focal fat necrosis. Mesh present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrence, fibroadipose tissue, chronic inflammation, necrosis, unhealed abdominal wound with infection, adhesions, swelling, erythema, small bowel obstruction, pneumoperitoneum, fluid collection, purulent fluid, mesh free floating, unincorporated mesh, fever, pain, perforated small bowel, enterocutaneous fistulas, and abscess. Post-operative patient treatment included removal surgery, removal of infected foreign body mesh, laparoscopic hernia repaired with mesh, partial omentectomy, excision of abdominal wall sinus, repair of small-bowel enterotomy, repair of enterocutaneous fistulas, enterotomies incision and drainage of abdominal wall wound collection, incision and drainage of abscess and small bowel resection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia and small bowel obstruction. It was reported that after implant, the patient experienced recurrence, fibroadipose tissue, chronic inflammation, necrosis, unhealed abdominal wound with infection, adhesions, swelling, erythema, small bowel obstruction, pneumoperitoneum as well as fluid collection in the left hemi abdomen, purulent fluid, mesh free floating, fever, pain, perforated small bowel, enterocutaneous fistulas, and abscess. Post-operative patient treatment included removal surgery, removal of infected foreign body mesh, laparoscopic hernia repaired with mesh, partial omentectomy, excision of abdominal wall sinus, repair of small-bowel enterotomy, repair of enterocutaneous fistulas, enterotomies incision and drainage of abdominal wall wound collection, incision and drainage of abscess and small bowel resection.

Manufacturer narrative:
Additional info: a5b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incarcerated ventral hernia and small bowel obstruction. It was reported that after implant, the patient experienced unhealed abdominal wound with infection, adhesions and abscess. Post-operative patient treatment included removal surgery.